Manufacturer narrative:
Recreation of failure was attempted in a simulated use. The surgery was an elective procedure at the request of the patient to remove the hardware; successful fusion was achieved. The broken staple leg was left in the patient. Based on investigation, our conclusion is that the staple leg broke upon removal.

Event description:
Patient requested removal of hardware after successful fusion. Joint was properly fused and patient is non-symptomatic. Elective surgery to remove hardware. At time of removal one leg of the staple broke during the removal process and was left in the patient.